Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Devices were not provided. Pending investigation.

Event description:
It was reported via legal department that a patient had an initial right total knee arthroplasty on (B)(6) 2016 and then on (B)(6) 2022, approximately 5 years, 6 months post implant, underwent revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear of the optetrak polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided.

Manufacturer narrative:
H11. Correction- upon investigation this has been identified as a duplicate case- all information will be captured, processed, and reported under MFR# 1038671-2022-00591.